Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power or battery related errors noted during testing or in the insulin pump trace download files. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the electrical board during visual inspection. The pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 263 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.